Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending artery (lad). There was no ivl malfunction reported. A drug eluting stent (des) was implanted, and the procedure was completed with no issues. After the procedure, the patient was cold sweating and st elevation was observed. Percutaneous coronary intervention (pci) was conducted again. Thrombus was observed in the des that was just implanted so thrombus aspiration was performed to complete the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the thrombus could not be definitively determined based on the information available. It was reported that the thrombus occurred post des implantation. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.